Event description:
It was reported that a pericardial effusion (pe) leading to cardiac tamponade occurred. The procedure was cancelled. During the pulse field ablation procedure, a versacross rf wire was selected for use. The faradrive sheath was inserted into the left atrium through the patient's pfo (so no transseptal puncture was performed). During the introducer exchange, the rf wire returned to the right atrium and was then pushed into the left atrium. This could have moved the wire into the limbus so cardiac tamponade occurred. The procedure was therefore not performed. A pericardiocentesis was performed. The patient had stable and good vital parameters. The device is not expected to be returned for analysis. Activated clotting time (act) was less than 300, since procedure was aborted, no heparin was injected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.